Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 27x1-1/4 rb was missing label information. The following information was provided by the initial reporter: "material no: 305136 batch no: 3305322. It was reported that the expiration date is missing from the box and needle packaging. Event description per bd complaint form states: the product below, ref#305136, lot#3305322 does not have an expiration date on either the box or needle packaging; however same product ref#: (B)(4) lot#5302651 has expiration date of 2020-12-31 on both the box and needle packaging. Can you help explain why one would have expiration date and not the other?".